Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was over 500 mg/dl. Customer was giving a correction bolus when he received the alarm. Caller stated that the insulin did not exit and the pump alarmed no delivery. Caller pushed the insulin slowly through the tubing and reported that the insulin exited the tubing. Caller was advised to rewind the pump. Caller reported that the insulin exits with the manual prime. Caller was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer successfully delivered a bolus.